Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. The valve was successfully implanted at 6mm. The patient developed heart block and a temporary pacemaker was implanted. The following day, the patient had a permanent pacemaker implanted. The patient was reported stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the implant procedure contributed to the reported event. However, this cannot be confirmed. The reported unexpected medical intervention and surgical intervention was the result of case-specific circumstances, as the temporary pacemaker and permanent pacemaker implantation was perfomed.